Manufacturer narrative:
E1: initial reporter address 1: (B)(6). E1: initial reporter city: (B)(6). Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the hypotube. There is a longitudinal tear 3mm from the tip and is approximately 16mm long. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 4mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. However, during first inflation at 8 atmospheres for 2 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient condition was good.

Manufacturer narrative:
Initial reporter name and address: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 4mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. However, during first inflation at 8 atmospheres for 2 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient condition was good.